Manufacturer narrative:
Philips service replaced the hard disk and restored system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent failure to enter application interface due to hard disk issue on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.